Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that since she has been off of insulin pump therapy, she had some blood glucose excursions. The patient reportedly went on the backup plan after the animas pump had some unresponsive keypad issue and was not able to utilize the subject pump. Her healthcare provider instructed her to take 35 units of 70/30 twice per day and to cover with novolog insulin as needed. Reportedly, the patient did not take the 70/30 insulin as advised because she was afraid her blood glucose reading will drop too low. As a result of not taking insulin, the patient had elevated blood glucose with large ketones. When she took insulin to cover for the elevated blood glucose, her blood glucose dropped into the 50 mg/dl range. She felt dizzy and stated she fell and hurt her back. The ems arrived twice at her house to offer treatment but the patient refused. The keypad issue was not resolved with troubleshooting. The subject pump was requested back for investigation. This complaint is being reported because the patient had blood glucose excursion after she was unable to use the animas pump to manage her diabetes and went on her backup plan.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification. A review of the black box history revealed a power on reset at 3:37am on (B)(6) 2013. Insulin delivery was not resumed until 4:10pm on (B)(6) 2013. No physical damage was found to the keypad. The up/down arrow and ok keypad buttons were found to be unresponsive. The keypad was found to be intact and no button key contacts were found to be misaligned. Contamination was found under the button contacts. No damage was found to the battery cap or battery compartment. The battery cap was found to tightly secure to the pump. No power or alarm issues were noted with the pump. The pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.